Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows. Giordano et al (2015). Impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. Edorium j cardiol, 2:9¿15. This is one of eight products involved with this event in which associated manufacturer report numbers are 9616099-2016-00361, 9616099-2016-00363, 9616099-2016-00364, 9616099-2016-00365, 1016427-2016-00015, 9616099-2016-00367, 1016427-2016-00016 and 9616099-2016-00370.d to this report. Complaint conclusion: as noted in a publication, impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. After implantation of a precise stent with use of an angioguard, there was 1 death, 5 strokes and 2 transient ischemic attacks (tias) in the hospital. After follow-up with patients, there were 31 deaths, 17 myocardial infarctions, 15 strokes, 2 transient ischemic attacks (tias) and 2 restenosis with revascularization. Due to the nature of the complaint, the devices were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Therefore no actions will be taken.

Event description:
As noted in a publication, impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. After implantation of a precise stent with use of an angioguard, there was 1 death, 5 strokes and 2 transient ischemic attacks (tias) in the hospital. After follow-up with patients, there were 31 deaths, 17 myocardial infarctions, 15 strokes, 2 transient ischemic attacks (tias) and 2 restenosis with revascularization.